Event description:
The customer reported that the insulin pump was not functioning. The blood glucose reading was 76mg/dl. The caller stated that the device alarmed no delivery right after she was connected to the device. The customer changed the infusion set and site twice, but nothing did work. The caller also stated that the insulin pump worked for about a day or two and then it stopped functioning, but she did not receive any alarms. The customer mentioned that the device was not delivering the insulin and her reservoir amount has not changed. Troubleshooting was performed, and the drive support cap appears to be normal. Performed the high pressure test and passed. Assisted the customer to run the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.